Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual 3.3 inspection of the endoscope. Reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus there was a foreign material in the working channel of the evis exera iii duodenovideoscope that was found during reprocessing. No patient harm was reported. The device was returned and evaluated, and the channel tube was found clogged with foreign material related to insufficient cleaning. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed. The channel tube was found clogged with foreign material and the tube cleaning brush could not be inserted. Additional findings from the evaluation include the following: the play of the up/down knob was out of standard value due to wear of the angle wire, the objective lens was dirty, and the bending section cover adhesive was detached. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.